Event description:
It was reported, the patient was shocked when their implantable neurostimulator (ins) was turned off by their healthcare professional (hcp). It was noted, the hcp turned the patient¿s ins back on during the same appointment and the patient was not shocked. It was noted that impedance testing was done. It was noted, the patient had pain at the left side implant and felt shocked when the ins was turned off. Refer to manufacturing report #3004209178-2013-16729.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0455352v, implanted: 2005 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3708640, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3387-40, lot# j0107925v, implanted: 2001 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).